Manufacturer narrative:
Results are based on user facility info and returned sample evaluation; 708 is based on evaluation of quality records, unused returned samples and reserve samples. Two used devices were returned and evaluated. Visual examination of the used samples confirmed that the tubing had detached from the introducer sheath housing, although there was evidence of proper bonding. The side-tube on the second sample had been re-attached, and then, suture thread was tied around the housing joint apparently to secure the connection. Unused introducer sheaths from the same box were returned for evaluation, also. These sheaths and retained samples were examined and tested. All samples were confirmed to meet the established product specifications for assembly and performance. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which states, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that, the side-tube detached from the main housing of two introducer sheaths while injecting during an angiogram. The sheaths were replaced and the procedure was successfully completed. Reportedly, there was no impact to the patient.